Manufacturer narrative:
The accutni samples are collected in plastic bd lihep plasma tubes with a gel separator. Centrifugation information has not been supplied to date. Per the customer supplied qc charts, all three levels of accutni qc have been within the customer's established ranges for the past thirty (30) days. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which passed within instrument specifications. Service was not dispatched as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining troponin (accutni) results for two (2) patients that were generated by the access 2 immunoassay system. Subsequent testing produced lower results in a different clinical category. The customer stated to the customer technical support (cts) that patient reports were non-obtainable. Therefore, the exact patient results have not been supplied to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.